Manufacturer narrative:
Insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime, compromised forced sensor system and excessive no delivery test. However failed in vibration self test due to broken black wire vibrator motor connector. (B)(4).

Event description:
The customer reported via phone call that the insulin pump did not alert for low reservoir. The customer¿s blood glucose level was unknown. The customer stated that they was able to clear the alarm. The insulin pump will be returned for analysis.